Event description:
It was reported that 9 bd maxzero needleless connectors experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: when the head nurse opened the package fluid leaked from the connection between the syringe and the connector, and found that the connector shell was broken.

Manufacturer narrative:
Investigation summary: a mz1000 china product was not required to assist the investigation as photographs were provided of the affected sample; analysis of the photographs confirmed the customer's experience as a crack was observed to the female luer adaptor of the maxzero. Further information provided by the customer indicates that leakage was observed from the cracked component following connection to (B)(4) ltd. Infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105111 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.